Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette leaked inside the door of the amia cycler. This occurred during an unknown cycle of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.